Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (95 percent stenosis degree) in the moderately tortuous mid left sfa. Despite pre-dilatation, the lesion could not be crossed with the device. Another stent was used to complete the procedure.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.